Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Device was tested with no motor noise anomaly noted during testing. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose was 191 mg/dl at the time of the incident and current blood glucose was 115 mg/dl. The customer¿s blood glucose was 43 mg/dl. The customer was treated with syringes and drinking a juice box and eating a piece of fruit. The customer performed high pressure test was passed. The customer reported that they had insulin pump was not working. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will be returned for analysis.